Event description:
It was reported from (B)(6) by the patient and medical staff that a controller changed to the second battery when the first battery had greater than 25% capacity still remaining. There were no alarms triggered, there were no log files. There was no reported consequence or impact to the patient. No additional information provided. This is report 1 of 2.

Manufacturer narrative:
The reported event was confirmed via review of the controller log files, which revealed a power disconnect alarm and multiple premature power switching events. Analysis of (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however this event could not be duplicated at the bench level. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries and one battery with the potential to malfunction due to faulty internal cells. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-00488 and 3007042319-2015-00489) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. On (B)(4) 2014, a field safety notice ((B)(4)) was issued to u.s. Physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-00488 and 3007042319-2015-00489) submitted for devices related to the same event.